Event description:
It was reported in 2004 an angio-seal device was deployed in the right common femoral artery without complication and the pt was discharged. The pt returned to the hosp (date unk) with right leg pain; an angiogram revealed a focal lesion at the deployment site. A balloon angioplasty was performed and the lesion was reduced to less than 10%. The pt was reportedly recovering.